Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Note received with product from customer stating; "blood backed up into the cap."

Manufacturer narrative:
The customer¿s report of smartsite needle-free valve leak, stick down, and blood in the smartsite body only confirmed blood inside the smartsite body. Visual inspection was performed on the smartsite to look for defects such as cracks, deformations, misassemblies. No other anomalies were observed on the smartsite during visual inspection no leaks or stickdowns were observed or replicated with the received smartsite during internal lab testing. Functional testing of priming, infusion and pressure testing found no other anomalies with the received smartsite. The received smartsite connector¿s female and male luer ports were measured and were found to be within iso standards. The root cause of the blood inside of the smartsite is identified as fluid being able to be drawn/pulled into the entrainment area/between the smartsite valve body housing and piston. This is due to the ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve in which this fluid does not enter the fluid path and requires no action.

Manufacturer narrative:
Concomitant: syringe flush. The customer¿s report of a smartsite leak due to valve stick down was not confirmed. During visual inspection the smartsite was received with traces of blood inside the connector. No other anomalies were observed on the smartsite during visual inspection. Functional testing did not replicate any instances of stick-down and showed no anomalies. Functional testing of priming, infusion and pressure testing showed no anomalies. There were no instances of smartsite stick down or leaking observed or replicated during internal lab testing. Therefore; the root cause of the customer's report could not be determined.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Note received with product from customer stating "blood backed up into the cap."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided. The event reportedly occurred in the pediatrics; therefore it is presumed the patient was a child.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Although requested there was no additional event details provided.